Manufacturer narrative:
(B)(4).

Event description:
Procedure type: colostomy takedown. According to the reporter: after firing the eea stapler and opening the anvil off the stapler to tilt it on the side the stapler was pulled out. Two solid donuts were observed, however, add'l mucosal tissue was also taken that should not have been. Mucosal tissue was torn and taken. Pt was fine after surgery. No adverse effects reported. Nothing was done to correct the condition. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.